Event description:
Pt presented to clinic with a catastrophic baseplate failure and possible infection.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
See d4 expiration date, d10,h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2021-00900; 508-32-204, s802 - device failed, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.